Manufacturer narrative:
This is a duplicate report of a non-contributing product on (B)(4). 1818910-2013-06062 will be rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the right hip implant. The reason for the revision is unknown.